Event description:
After deploying the iliac graft; given the one angle of view, the placement in the vessel looked good as if the desired landing zone had been acheived. When moving the c-arm for further examination, the placement of the graft looked questionable. The physician decided to extend the graft 1-2 centimeters, due to the image angle. An iliac leg extension was deployed distal to the leg graft, providing clear visualization, attaining the desired coverage, by landing the graft at an optimum location. No signs of an endoleak viewed during the post angiogram.